Manufacturer narrative:
Hemopro 1 reported device issue. See subtask record ID (B)(4) for the dissection tip reported device issue. The device was returned to the factory for evaluation. It showed signs of clinical usage and slight evidence of blood. A visual inspection was conducted. Charred material was observed on the heater element and signs of heat exposure were seen on the cold jaw silicone insulation. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and ref power supply vh-3010 at level 2.5, sn (B)(4). The device passed the pre-cautery test; it produced stem and heat during several activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times and no "humming sound" as stated in the event description could be reproduced during our testing. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to reproduce the failure as reported. Based on the results of the evaluation, the reported complaint could not be confirmed. A supplemental will be forwarded for the investigation on the dissection tip. A lot history record review was completed for lot 25102804; there was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip of the vaso view hemopro was not screwing on properly and the device was making a humming noise when activated. A replacement device was used to complete the procedure. The hospital did not report any pt effect.